Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by patient that this was their first using. Patient was in the hospital from (B)(6). Patient was confined in bed because of broken ankle. Patient was not allowed, no weight bearing on right leg. Patient was in the hospital for pneumonia and flu in lungs. Since patient was confined in bed. Instead of putting a catheter in patient. They put purewick in and patient had never used this before. Patient broke out in a rash while in the hospital. They were treated the rash. The rash was around the area were the purewick. When patient was discharged from the hospital, patient continue to use the medicine they were using but it did not help. It was still in the same area it has spread to under arms. Patient using the medicines from their doctor it is not working. Patient is allergic to latex. Patient asked the nurse at the hospital if this purewick material has latex. The nurse could not tell patient if this had any latex. This is the reason why patient need to know what is exactly this purewick material. Patient still have the rash and have had this rash since patient was in the hospital from (B)(6).

Event description:
It was reported by patient that this was their first using. Patient was in the hospital from february 12 to february 24. Patient was confined in bed because of broken ankle. Patient was not allowed, no weight bearing on right leg. Patient was in the hospital for pneumonia and flu in lungs. Since patient was confined in bed. Instead of putting a catheter in patient. They put purewick in and patient had never used this before. Patient broke out in a rash while in the hospital. They were treated the rash. The rash was around the area were the purewick. When patient was discharged from the hospital, patient continue to use the medicine they were using but it did not help. It was still in the same area it has spread to under arms. Patient using the medicines from their doctor. It is not working. Patient is allergic to latex. Patient asked the nurse at the hospital if this purewick material has latex. The nurse could not tell patient if this had any latex. This is the reason why patient need to know what is exactly this purewick material. Patient still have the rash and have had this rash since patient was in the hospital from february 12 to february 24.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation.a labelling review could not be performed since no material number was provided.a DHR could not be performed since no lot number was provided.no additional actions can be taken at this time.corrections: a, d.the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.